Event description:
It was reported that the patient visited the facility because they heard an alarm coming from their implantable cardioverter defibrillator (ICD). A device checkup was conducted and no significant anomalies were detected. The patient went home following the physician¿s instructions after their device checkup, but the alarm went off several times at home. The physician suspected the device to be affected by the magnetic force of a magnet and performance data from the device confirmed a sign of reed switch. The patient had another device checkup performed and the alarm was reprogrammed to off so it would not alarm again. But the informed the facility staff that the alarm went off again. It was noted that following day an environmental research was performed. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.